Event description:
During preparation to discontinue patient chest tube the chest tube clamp broke, making it impossible to apply the clamp to the patient's chest tube. Another clamp was retrieved and the chest tube was discontinued according to policy.======================manufacturer response for clamp chest tube forceps, (brand not provided) (per site reporter).======================